Manufacturer narrative:
This report is submitted on may 24, 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator through the skin and underwent a revision surgery on (B)(6) 2021. The implanted device remains.